Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope had no image when plugged in. The issue occurred when preparing the device for use during a procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the rigid videoscope had no image when plugged in. The issue occurred when preparing the device for use during a procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to d8, d9, e2, e3, g2, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found the cable unit was broken and the outer tube with the charged coupled device (ccd) unit was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely that a broken cable unit caused there to be no image displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.